Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device inappropriately shut down. After restarting via ac power, the device failed to charge to set energy and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.